Event description:
Customer reported erroneous high reticulocyte test results were obtained for one pt when using the coulter lh 780 hematology analyzer. There were no instrument generated flags with the test results. The test results were determined to be erroneous when compared to the results obtained with another coulter lh 780 hematology analyzer and a manual reticulocyte count. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Controls were run before the after the incident and recovered within assay limits. On (B)(6) 2010, the field service engineer evaluated the analyzer and determined that the reticulocyte mixing motor was sluggish. Replaced the mixing motor assembly, the stain pump and valve vl129. Also replaced the tubing through valve vl94. Verified instrument performance to specs. Raw data analysis was performed and determined that the algorithm performed as designed. Root cause was determined to be associated with the hardware that was replaced during instrument servicing for this problem. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.